Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a fingerstick blood glucose of 181 mg/dl; the user reported no recent meals, no supply changes, no visible leaks or air bubbles, and no pump occlusion or dosing stopped alerts, and was guided to disconnect and fill tubing with visible drops while electing to continue with the current site and allow the pump to deliver correction doses. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.